Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer was able to load a new cartridge and continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios_18.6.2.